Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 16.5 mm from the distal end. There was scratch on the probe. The fracture surface of the probe showed that crack developed. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was cracked when the user activated output contacting with metal or something hard object, besides the probe was broken when the probe was subjected to a load. The instruction manual of the device has already warned as follows: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
It was reported that the three tb-0535fcss were used in this event, but four tb-0535fcss were returned to olympus medical systems corp. (Omsc). No further information was provided. This is the report regarding the breakage of the probe for the second tb-0535fcs.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the subject device is received at a later time, this report will be supplemented.

Event description:
During a total laparoscopic hysterectomy, the three tb-0535fcss were used. The probe damage error occurred on the first device. The physician exchanged it with the second device and continued the procedure after the probe was checked on it. The probe of the second device fell off outside the patient after it was retrieved from the patient body. The procedure was completed with the third device. There was no patient injury reported.